Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving fentanyl [1000 mcg/ml] at a dose of 60 mcg/day via an implantable pump for an unknown indication for use. It was reported on (B)(4) 2018 that the patient came to the hospital with underdose symptoms and more pain. The programmer showed a motor stall. The doctor tried to program a single bolus for restarting the pump and hospitalized the patient to treat the underdose symptoms. It was indicated that there were no environmental/ external/ patient factors that may have led or contributed to the issue. No diagnostics/ troubleshooting was performed (note this is conflicting the report that the programmer was used to find the motor stall. Surgical intervention did not occur but explant was planned. It was indicated that the device would be returned. At the time of the report it was unknown if the issue was resolved and the patient status was "alive - with injury" of more pain and underdose symptoms. The patient medical history and weight was asked but would not be made available. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-mar-13. It was reported that the pump was explanted and replaced on (B)(6) 2018 and was returned. At the time of the report, the patient was fine. No further complications were reported or anticipated.